Event description:
The facility's biomedical engineer reported an infusion pump with failure code 812:02 on channels b and c. Information was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. No adverse outcome resulted per the hospital biomed.